Manufacturer narrative:
Additional information: DHR information added needed to be added. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, under infusion was noted (46.4ml remaining). Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.